Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two samples were received for evaluation. A visual and functional inspection was conducted and determined that a detached cross spike from the line caused the product to leak. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the feeding sets are leaking. There was no patient harm.